Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report #s 1627487-2011-00167 and 1627487-2011-00168. The patient was implanted with two lead anchors on 11/03/2010. It was reported that one of the devices was replaced during a surgical procedure to correct a lead migration and fracture issue.